Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put three bag sets in one blister tray by the operator (5) pack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are punched out, laminated, and integrated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities occurred in any processes, and production was run in the usual manner. 3) investigation result of testing and inspection record release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no abnormalities in all test items. The lot number conformed to our in-house specifications. 4) investigation results of retained sample regarding the retained samples of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. 5) complaints reported from other customers regarding the lot number concerned, we have not received similar complaints from any other customers (as of april 2, 2025). Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in d.9, h.3, h.6 and h.11. Corrected information is provided in b.5. Investigation: we received the collection bag and the leukocyte reduction filter in question (B)(6), and conducted the following investigation. Investigation result of returned set we observed the filter and confirmed that the filter was connected to the tubing in the correct direction. It was also confirmed that no kinked or flattened points in the tubing. We rinsed the inside of the filter and injected normal saline into the filter, but the normal saline did not flow through the filter. We disassembled the filter to observe the appearance of filter media (membranes). We confirmed that the number and the front and back of filter media were normally incorporated but observed blood aggregation in the first filter medium from the inflow side of the filter. We dyed the filter media with toluidine blue for observation. We confirmed that the first through fourth filter media from the inflow side of the filter were dyed dark overall. Investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put three bag sets in one blister tray by the operator (5) pack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are punched out, laminated, and integrated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities occurred in any processes, and production was run in the usual manner. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no abnormalities in all test items. The lot number conformed to our in-house specifications. Regarding the retained samples of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. Regarding the lot number concerned, we have not received similar complaints from any other customers (as of april 2, 2025). Root cause: in the investigations stated above, we observed the first through fourth filter media from the inflow side of the filter were deeply dyed dark; therefore, we inferred that occlusion due to blood components occurred in the filter in question. When occlusion occurs in the filter, the entire area of the filter media is not used for filtration, and blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently a white blood count failure may occur.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.